Manufacturer narrative:
The device was manufactured april 13, 2017 ¿ april 14, 2017. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The bladder was microscopically examined for any signs of abnormality that may have caused the rupture; no further issues were identified. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred while the device was being filled first with saline, then fluorouracil, and then saline again using a syringe. There was no patient involvement. No additional information is available.